Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 339 mg/dl. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin use.